Event description:
The reporter stated, that the chamber overfilled to a degree where there was significant fluid ingress into the patient breathing circuit. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The reporter stated they were unsure which one of two lot numbers was involved. The second lot number is 35e06c003. The manufacture date for the second lot number is 05/2005. The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.